Event description:
The account alleged that the hi/low ran up unintentionally on this bed. No injuries reported.

Manufacturer narrative:
The account was not able to duplicate the alleged issue with the hi/low running unintentionally. The bed is functioning as designed and no repair was made.